Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in the development of peritonitis coincident with peritoneal dialysis therapy. On the same date as onset, the patient was hospitalized for the event but later discharged after an unspecified amount of time. Six days after the initial onset, the patient developed abdominal pain. The patient was readmitted to the hospital the following day for the peritonitis and cloudy effluent. The patient was treated with unspecified antibiotics (during dwell once daily; dose, route and duration not reported) and intravenous cephalosporin (50 ml twice daily; duration not reported) for the peritonitis. After six days, the patient was again discharged from the hospital and was reported to have recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available at this time.